Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information this implantable cardioverter defibrillator (ICD) system exhibited low out of range pacing impedances less than 200 ohms. It was also reported that there was oversensing due to noise, but no pacing inhibition. Subsequently, the patient underwent a revision procedure and right ventricular (rv) lead was surgically capped and abandoned and the ICD was also explanted. There were no additional adverse effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. Commanded lead impedance measurements were within the tolerance of the circuit. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported low out of range impedances.